Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) device does not pump helium. There was no patient harm reported .

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Except for device autofill calibration; it has been passed all the tests. The volume cylinder part needs to be replaced. The volume cylinder part of the device was replaced with a new one. All tests of the device have been carried out. The device was delivered to the user in working condition.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)